Event description:
Additional information reported that the patient was treated with antibiotic therapy on (B)(6) 2024 and the infection resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the patient had a driveline infection that had swelling and itching on (B)(6) 2024. The patient was admitted to the hospital on (B)(6) 2024 and the driveline exit site was cleaned with disinfectant soap and a local antiseptic. The patient was discharged the same day with instructions to disinfect the site daily.